Event description:
It was reported, the video system center had the scope communication error (b30 error) occur when connecting the first time, before the endoscopy, and it did not improve even after several attempts. The issue occurred during a diagnostic procedure for an upper endoscopy. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9 . D10 (therapy date). Additional information added to fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be the presence of water drops at the time of connecting the scope that may have caused a poor interface between clv-190 and the scope, resulting in a temporary scope communication error. The event can be detected and prevented by following the instructions for use (IFU) which state: regarding the error b30, the following items were checked in cv-190 plus's instructions for use. "Coding: b30 error message: scope communication error cause: failure to communicate with the endoscope. - the following statements were checked in clv-190's instructions for use: "the scope wires should be connected in a sufficiently dry condition, including the electrical contacts. If wet, the image may disappear or lead to malfunctions such as flicking." Olympus will continue to monitor field performance for this device.